Event description:
The customer reported that on (B)(6), 2014, a medical center had reported a case where they utilized a ssnf wire to puncture the septum and cross. When the wire was removed, the tip sheared off of the wire and was sticking in the ventricle. They were able to retrieve it utilizing a snare. There was no pt injury, however they abandoned the case at that point. The customer received the uni back on (B)(6), 2014 along with another ssnf that was used and the tip was deformed. There is no additional information on this unit. On (B)(6), 2015 the customer reported they had received maude report (B)(4) from the FDA (report is on file).

Manufacturer narrative:
Returned device analysis reveals a guidewire without any identification and extensive damage due to misuse. The complaint was regarding the tip being sheared off of the guidewire. The guidewire was received coiled in a small bag, it is no longer completely straight. Upon analysis using 10x magnification, no bends or kinks were found. The j-tip end of the guidewire had been stretched to the point where the inner wire has come out of the j-tip coil end. The cause of the sheared off tip would be excessive handling and misuse. The reason for return cannot be confirmed. The guidewire passed all in process and qa final inspection steps before shipping to the customer. No manufacturing defects were found.